Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Total nephroureterectomy. According to the reporter: a certain adhesion in the patient seemed to make the operations to remove the kidney more difficult than usual. During use, strange sounds were heard from the handle part. A doctor confirmed the both sides of the joint part to connect gold cylinder and shaft were broken and the distal part of the component including the retractor finger got disengaged from the shaft. Both sides of those connector parts were broken and fell into the cavity in the patient. It took a long time to retrieve the parts from the patient and this extended or time more than one hour. No patient harm.